Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
This complaint is part of the retrospective review and remediation per (B)(4) MDR decision alignment with risk management remediation plan for diabetes. Medtronic received information that possibly under delivery occurred. Customer was hospitalized due to high blood glucose on (B)(6) 2022 and was on IV drip at the time of call. Customer reported high blood glucose and under delivery of insulin. Blood glucose at the time of incident was 300 mg/dl and current blood glucose level at the time of call was 229 mg/dl. Customer reported symptoms like tiredness and trouble to focus, pressure on chest and cold. Customer was tested positive for ketones.